Manufacturer narrative:
H.6. Investigation summary: one photo and three sealed packaged threaded lock samples were received, confirmed to be from batch #8057867 (p/n 303379). The samples were visually evaluated. All three packages were confirmed to be from consecutive cavities 12, 13 and 14 and observed to have red splice tape across each package¿s top web. The splice tape created open seal condition with the bottom web. Potential root cause for splice tape is improper sensor adjustment. Furthermore, sensor challenge is currently not required during normal production. Sensor was evaluated to ensure proper function. In addition, the following corrective actions will be taken. Sensor challenge will be added to procedure at the start of every shift. Due date: (B)(6) 2019. A better performance sensor option will be investigated to be installed on this machine. Due date: 1/31/2020. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was red tape over the product and seal is compromised with a bd cannula interlink threaded lock mlingual. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: red tape over the product and not sealed.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was red tape over the product and seal is compromised with a bd cannula interlink threaded lock lingual. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: red tape over the product and not sealed.